Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously capped left ventricular (lv) lead was part of a system that was involved in an infection and erosion. There were no additional adverse patient effects reported. The capped lv lead remains abandoned.